Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient reported a fragment of the cannula remained in her body. The cannula fragment broke off inside her abdomen. No adverse event reported. The patient did not receive medical treatment. Return of the suspect device was requested for evaluation.